Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18357. It was reported the patient was experiencing pain at the anchor site. It is unknown if the pain was at one or both of the anchors as they sat side by side. Surgical intervention took place in which one of the anchors was replaced and the other was able to be reused. Additional information received indicates the pain has resolved.